Manufacturer narrative:
(B)(4). Date sent: 8/3/2023; d4 batch #: x7001y. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad with signs of normal wear and properly attached to the clamp arm. In addition, the blade was noted with the black coating of the blade damaged. Upon visual inspection a small piece of plastic was returned inside a plastic bag , since the tissue pad from the device was complete , we determine this is a extra plastic piece not belonging to the tissue pad. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activations without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch x7001y and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4 batch #: unknown. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, while using the device, after use it appeared that a piece of plastic that fell off into the patient. The plastic was removed from the patient. Case completed with the device so another device was not needed to complete that portion of the case. No patient harm was reported.